Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one while the patient was connected. The patient called the peritoneal dialysis registered nurse (pdrn) and was instructed to manually drain. After manually draining using homechoice, the patient used manual exchange to drain. The patient did not disconnect and let the therapy run until completion. The renal therapy services agent (rtsa) reviewed correct procedures with patient. There was nothing found during trouble shooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.